Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the back cane/seat rail has a crack on the left side on the back of the chair.